Manufacturer narrative:
There is insufficient information within the report description to determine if the system caused or contributed to the event. The system was examined and the reported event was replicated. However, the optical coherence tomography (oct) assembly and z-depth were both calibrated for preventive measure. The system was tested and found to meet product specifications. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results the root cause of the reported event could not be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported "anteriorization" during surgery which resulted in a descemet detachment and a capsule with tags. The procedure was completed. Additional information has been requested.